Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of corrosion of nozzle is traced to component failure. However, the most probable cause accumulation of foreign material could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects at the distal end, forceps channel and suction channel and corrosion on air water nozzle. There was no patient involvement.